Manufacturer narrative:
Attempts for the return of the sensor as well as additional information requests have been made. The customer indicated that the sensor used for this event was discarded, however they have returned an unopened/unused sensor for investigation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that there was a (B)(6) old patient admitted on the 7th floor. The patient was over (B)(6) kg and was utilizing the acoustic respiratory rate sensor. The sensor was on the patient for "only a few hours". The patients mother is a nurse at the hospital, and when the sensor needed to come off she noticed it was " really stuck". She proceeded to soak the sensor with a wet washcloth. During removal the mother and nurse noticed a "skin tear". The event happened on "(B)(6)" based on the nurse educator and patient's mother recollection.

Manufacturer narrative:
The customer returned an unused sensor from the same lot, which was tested and found to be functioning as designed. The directions for use provides a warning that "the site must be checked frequently or per clinical protocol to ensure adequate circulation, skin integrity and correct alignment".